Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process, which successfully resolved the issue. The customer was able to start their sensor session without further errors. Additionally, the customer expressed interest in pursuing the renewal process, and technical support prepared the necessary steps by sending an sms request for insurance card pictures and confirming required information to engage the renewals team.